Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and pump error noted in alarm history due to moisture damage noted on force sensor. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage on electronics assembly. The insulin pump was received with missing retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was sleeping and received a critical error alarm on the insulin pump. The customer's blood sugar was 87 mg/dl. The insulin pump will return.